Event description:
A customer contacted beckman coulter inc. (Bci) reporting a hydro leak of unknown origin in the unicel dxc 600 pro synchron clinical system. No injury was reported.

Manufacturer narrative:
No additional information is available for this event.